Event description:
It was reported that bd extension set was leaking the following information was received by the initial reporter with the verbatim: leakage of fluids (not contrast media and not during power injection): saline solution.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed